Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device battery indicator was "greyed out", when the battery voltage was 2.96 volts. The device was kept inside the night before the scheduled implant, however the battery indicator continued to be greyed out. The device was not implanted. No patient complications have been reported as a result of this event.